Event description:
Per the clinic, the patient had concerns regarding the placement of the device. It is reported that the device was placed too high. Subsequently, the patient was placed under general anesthesia on (B)(6) 2024, in order to remove the abutment.